Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6005992 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 12 for the occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 18, version 39 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005992 was manufactured according to the document version 71 on the packing process in the machine l192, on 04/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on 25-oct-2024. Patient reported that the occlusion was at the site. Event occurred within 3 or more hours of insertion. The insertion site was at abdomen. Blood glucose level was displayed high at the time of the event. Patient took correction injection via multiple daily injection (mdi) for the treatment. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.